Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not turn on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that during setup, the device did not power on when plugged into alternating current (ac) power. The customer stated that the power management (pm) printed circuit board assembly (pcba) had recently been replaced. The power on led on the front panel was illuminated, but the battery led was not illuminated. The customer verified that the 24 volt dc was present at the j connector of the pm pcba and there was 16 volt at the battery output. The screen was black and the device did not cycle and the fan wasn't spinning. The customer requested a field service engineer (fse) replace the pm pcba. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that during setup, the device did not power on when plugged into alternating current (ac) power. The customer stated that the power management (pm) printed circuit board assembly (pcba) had recently been replaced. The power on led on the front panel was illuminated, but the battery led was not illuminated. The customer verified that the 24-volt dc was present at the j connector of the pm pcba and there was 16 volts at the battery output. The screen was black, the device did not cycle, and the fan wasn't spinning. The customer requested a field service engineer (fse) replace the pm pcba. An fse went to the customer site and performed initial testing, during which the reported error persisted. The fse replaced the pm pcba and found no further error occurring on the device. The fse checked the device event log and confirmed that there were no further errors found in the log following the part replacement. A performance verification test was completed and passed, and the device was confirmed to be ready for a return to clinical use. The fse the investigation concludes that no further action is required at this time